Manufacturer narrative:
Review of the data management system indicated that the user was actively using the system with up-to-date information. The event was confirmed to be unrelated to the eversense cgm system or glucose management; therefore no further investigation is required.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported visiting the emergency room. The user stated that the visit was related to a catheter exchange associated with a pre-existing condition. The user reported doing well at the time of follow-up.